Event description:
It has been reported to philips that the c-arm movement was not happening on the azurion 3 m12 system. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement is not happening. Upon functional testing fse identified that the stand-bodyguard was active due to humidity which results slow movement of c-arm. As a resolution the fse ran air conditioner for 3 hrs and perform calibration of sensor, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.